Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable assembly out of the customer's stock and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cable was not returned to physio for further eval. The cause of the reported failure was determined to be the therapy cable assembly.

Event description:
It was originally reported that the device did not have the ability to deliver pacing therapy or synchronized cardioversion therapy; however, after initial eval by physio-control, it was determined that the defibrillation therapy cable assembly had some broken wires internally which would have caused issues with delivering defibrillation therapy as well. There was no pt use associated with the reported failure.